Event description:
1. Too thin - not enough padding. 2. Not enough padding. 3. Peeled box correctly - 3" to 4" (heed) - wasted. 4. Insufficient padding for pt safety. A. Doesn't like padding only one side. B. Material is inferior. C. Sizing is incomplete.